Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the patient's implant procedure the right atrial lead during positioning had good r-wave sensing. When the helix was extended the r-wave would decrease. The lead was not used and another lead was implanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.